Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and u-100 novolog have been tested and found to be compatible for use in the pump. Use of insulin with greater or lesser concentration can result in an over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 576 mg/dl and a high ketone level identified as dangerous by healthcare provider. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU). The customer delivered a bolus in an attempt to treat bg level. Once hospitalized, customer was treated with intravenous fluids of saline, insulin, antibiotics, and antivirals. Customer was discharged from the ICU on (B)(6) 24 with the issue resolved and no permanent damage. A system check was performed, and confirmed the pump was functioning as intended, however, it was found that the customer was using off label insulin (fiasp) within the pump supplies. Tandem technical support educated the customer on proper insulin use. Reportedly, the customer continued to use the pump for insulin therapy.